Manufacturer narrative:
The reported event of "high gradient" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, the patient underwent an avr and mvr and was implanted with a 21mm biocor valve in the aortic position and a 27mm biocor valve in the mitral position. One month later, the patient reported chest pain and palpitations. Upon admission on (B)(6) 2015, it was found that the aortic valve orifice was obstructed resulting in an increased gradient. With treatment, aortic valvular function returned and the transvalvular pressure gradient decreased. Both valves remain implanted.